Event description:
Customer reportedly rec'd results of 97 mg/dl on the active system and 256 mg/dl on professional's meter within 10 minutes. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.